Manufacturer narrative:
Device eval summary: device evals of battery pack sn (B)(4) and monitor sn (B)(4) have been completed. The reported problem (battery won't power up monitor) was confirmed. Upon eval, the battery had a very low output voltage and was unable to power up the monitor. The cause for the low output voltage cannot be positively determined but was likely the result of defective cells. The root cause of the defective cells cannot be positively identified. The battery also had a bent connector pin 2, preventing the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. The monitor's battery connector pins were also bent, intermittently preventing the batteries from being plugged into the monitor. The cause for the bent battery pins was not positively identified but was likely due to a misalignment problem when the pt inserted the battery pack into the monitor. No adverse event resulted from the bent pins. The pt received a replacement monitor and battery pack. Device MFR dates: monitor: 11/2008; battery pack: 01/2008.

Event description:
A pt service rep assisting a (B)(6) old female pt contacted zoll customer support to report that the pt's monitor took over two minutes to power up. The pt was issued a replacement monitor. The pt then contacted zoll customer support to report that only one of her batteries would power up the monitor. The pt received a replacement battery pack.